Event description:
Analysis of the flashcard did not reveal any anomalies, and the flashcard and software performed per specifications.

Event description:
Reporter indicated a vns dell x50 computer would not advance past the align screen and was unable to be used for a patient's vns implant surgery. A different computer system was used to complete the surgery. The computer and flashcard were returned for analysis. During the analysis it was identified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. The cause of the higher resistance values is unknown.

Manufacturer narrative:
The flashcard analysis was inadvertently omitted from the initial MDR report.